Event description:
(B)(4). My essure was covered by my insurance provider, (B)(6) with the exception of my co-pay. I had the procedure for implanting on (B)(6) 2013. After the 3 month waiting period, I had the hsg test done by (B)(6), and was told that one coil was properly place but the other had migrated. A later MRI revealed the coil was outside the fallopian tube. I was given the choice to insert a third coil or choose a different birth control method, such as the pill. After little consideration, I asked to have both coils removed in (B)(6) 2013. Removal was also covered by insurance with the exception of my co-pay. During the time in which I had essure in my body, I reported to my physician via email through the (B)(6) the extreme pain, heavy blood flow during menstrual cycle, bloating and weight gain, and other general symptoms that were tolerable, but present only after essure was implanted.